Event description:
After removing the outback from its package, the cannula tip looked "enlongated". After flushing thoroughly, and during testing, the cannula tip could not be advanced and remained in the current position. Please note that the product was not in the patient´s body, the problem was observed prior to the procedure. The procedure was started with a new product and it was finished without any complications.

Manufacturer narrative:
After removing the outback from its package, the cannula tip looked "elongated". After flushing thoroughly, and during testing, the cannula tip could not be advanced and remained in the current position. The packaging was not damaged and there were no problems removing the device from the packaging. One non sterile outback was received coiled inside two plastic bags. A kink was found at 2.5 cm from distal that may be attributed to an overcannulation. No other anomalies were observed. Cannula was removed from the catheter and no damages were observed. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port (as expected), then through the hemostatic rotating valve, and exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Cannula could not be deployed nor retracted due to the overcannulation. The prepping difficulty reported by the customer was confirmed. The cause of the failure was an overcannulation, the cause of the overcannulation could not be determined. The cannula damaged reported by the customer could not be confirmed, since the cannula was removed, and it did not show any damages. The cause of the failure with the customer could not be determined. Neither the DHR review nor the analyses suggest that the issue is related to the manufacturing process. There are controls in the manufacturing line in order to avoid this type of issues to leave the facility. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Please note that the event date for this case is unknown.additional information will be submitted upon 30 days of receipt.